Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR, device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: device returned for analysis. Returned product consisted of the rotablator rotalink plus device. The advancer, handshake connections, sheath, coil, and burr were microscopically and visually inspected. The annulus of the burr was flared, damaged, and not rounded. The damage to the annulus is consistent with damage caused by the rotating burr coming into contact with the guidewire during use leading to the damaged annulus and the reported fractured rotawire. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damaged annulus. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2017-10450. It was reported that rotawire fracture occurred. The target lesion was located in a coronary artery. A 1.50mm rotalink burr and a rotawire were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed; however, it was noted that the rotawire got separated and at the same time the rotalink burr did not rotate. Procedure was completed without performing rotablation. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-10450 it was reported that rotawire fracture occurred. The target lesion was located in a coronary artery. A 1.50mm rotalink burr and a rotawire¿ were selected for use. During procedure, the burr was loaded onto the rotawire and rotational test was performed; however, it was noted that the rotawire got separated and at the same time the rotalink burr did not rotate. Procedure was completed without performing rotablation. No patient complications were reported.